Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for one unknown k wire/unknown lot number. Without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
An investigation summary was performed. The investigation of the complaint articles has shown that: no material was returned for investigation, no investigation possible for all article unknown k-wire there was no material available, this investigation is for information only. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that on the (B)(6) in 2015, during a surgery, the surgeon had tried to insert the multilock screw into the b hole after the temporary fixing by the use of the k wire following the nail insertion and the prior dry check, however, it was unable to lead the screw correctly through the hole. The surgeon eventually brought off the insertion of the screw into the b hole after having inserted all other screws first. There was a 15-minute delay in the surgery but without any harm to the patient. This report is 3 of 3 for (B)(4).